Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open rectum resection procedure, the staple line was incomplete and fixed with another reload. No reinforcement material was used. Staples fell into the patient cavity but were manually retrieved by the surgeon. No patient adverse events reported. Current patient status is alive with no injury.